Event description:
It was reported that the patient presented in the emergency room due inappropriate shocks. The implantable cardioverter defibrillator (ICD) was in back up mode. Programming changes were made. The patient was stable.